Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, 6 months after implant placement. The bone quality was not reported. The oral hygiene around implant site was good. Bone resorption and peri-implantitis were observed during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has recovered and needs a surgical grafting intervention.